Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause of the unknown error or blacked out screen could not be determined, as the issue was not reproduced, however, it is possible that poor communication occurred due to pin corrosion inside the video module, resulting in scope connection errors and image blackout. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic procedure, the high-definition camera head was used with the visera elite video system center and an unknown scope connection error code was displayed. The video system center had been inspected in preparation for use with no issues. The camera head and video system initially worked fine, but then it was noted that the image had blacked out. The procedure was completed using another endoscope system and camera head. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6), (high-definition camera head/model ch-s190-08-lb/serial #: (B)(4)).

Manufacturer narrative:
No additional information was available. The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the evaluation, the visera elite video system center was tested with scope equipment for one (1) hour with power on/off but the problem did not occur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.